Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Upon further investigation of the download data, the monitor had experienced multiple download communication faults, indicating a defective sd card. A defective sd card does not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings. The root cause of the defective sd card could not be positively identified. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment or patient's passing. Manufacture dates: monitor: 10/01/2019, electrode belt: 4/15/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in an assisted living facility at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received a treatment event from the lifevest. The patient's rhythm at the time of the event is not known. A review of the downloaded patient data flag files indicate that the patient received an unknown treatment at 3:21:20 am on (B)(6) 2021. The specific rhythm at the time of the treatment events is unknown. The downloaded data indicates that the device had multiple download communication faults. There were no allegations of device malfunction. The device was fully functional upon receipt. Reporting this event out of an abundance of caution as the rhythm at the time of the treatment event is unknown.